Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified aortic leaflets, preserved ejection fraction, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case the exact cause of the event could not be confirmed; however patient (as reported the valve shifted on plaque) and procedural factors could have caused or contributed to the too aortic deployment of the valve and resulting regurgitation. This event was resolved with implantation of a second valve in a more ventricular position. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
It was reported by the edwards field clinical specialist that during the transfemoral tavr procedure the dilators inserted in order with moderate resistance met with the 25 fr dilator. A 23 mm retroflex 3 introducer sheath was advanced and met further resistance. The sheath was removed and the right external iliac artery was ballooned with a non-edwards balloon. A second 23 mm retroflex 3 introducer sheath set was opened and prepared for use. The second sheath advanced with less resistance. Reportedly a 23 mm sapien valve was deployed resulting in a final 70:30 aortic position. It was determined the valve shifted on plaque causing an upward movement to aortic position. The patient was noted to have mild to moderate central aortic regurgitation and increased mitral regurgitation. The surgical team elected to place a second 23 mm sapien valve. The second valve was deployed in a 60:40 aortic position. The central regurgitation resolved, no pvl was noted, and the mitral regurgitation resolved with a lower pulmonary artery pressure all verified via tee. Reportedly the retroflex 3 introducer sheath was removed without difficulty; however upon removal of the sheath, a large perforation/dissection was noted in the right external iliac artery. Extravasation was noted at the proximal right external iliac artery. An occlusion balloon was used retrograde to control bleeding. Vascular surgery consult was called and the sheath was removed surgically. Two viabahn stents were placed from the right external iliac artery to the right common femoral artery to correct the perforation/dissection. Reportedly six units of blood were transfused and cell saver initiated. The surgical team was satisfied with final result; the patient was transfered to recovery in stable condition. Additional information noted there was moderate native valve/leaflet calcification, no aortic root calcification, and mild mitral annular calcification (mac). The patient had no septal hypertrophy. The image intensifier angle and coaxial alignment of delivery system and valve were reported to be good. Ventilation was held and there was no loss of pacing capture during valve deployment.